Event description:
It was reported that during an unk procedure, the device stopped activating. No pt consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary - the hand piece was tested on a generator and was found that the hand activation was non functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.